Event description:
The customer reported on (B)(6) 2014 his blood glucose and insulin history is as follows: time; 8:15 am, bg (mg/dl), 383; bolus (u), 14.0; 10:00 am, over 400 (alternate meter); 9:32 pm, 14.0; (B)(6), 2:30 pm, 18.0; 3:26 pm, 424, manual injection (dosage was not provided); 6:33 pm, 346, 12.0; 9:09 pm, 12.0; (B)(6), in the morning, manual injection (dosage was not provided); 12:17 pm, 299 (alternate meter), 12.0; 1:06 pm, 278; 4:13 pm, 382, 12.0; 4:45 pm, 382. He could also smell insulin and noticed there was insulin leaking on the adhesive pad. The pod was then deactivated and the cannula appears to be bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.